Event description:
Out of range low impedances on vectors involving rvcoil. Screen shot attached, save-to-disk fiie (.pdd) requested. Suggested insulation issue internal to lead. (B)(4) being merged into (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)